Event description:
It was reported that in the morning the nurse found that the surgical light was unstable; then she contacted the biomedical engineer. The light system was checked and a crack in the spring loaded arm was found.

Manufacturer narrative:
The investigation together with the supplier of the spring loaded arm revealed the reported problem is related to a crack of a welding seam. Further investigation on other actual complaints shows signs of endurance cracks of the welding seam. Draeger is in progress to inform FDA about a correction and removal concerning the spring loaded arm of the surgical light.